Event description:
The pediatric patient with a gastrojejunostomy (gj) feeding tube returned sooner than expected because the white gastric port kept popping out. This required replacing the gj tube. The patient was not harmed.